Event description:
On (B)(6) 2022, it was identified that when MDR 3005248192-2022-00724 was initially submitted, it was submitted against the alinity m sars cov-2 assay. Based on customer allegation of instrument contamination caused by alinity m system retention bar being removed, this MDR will be submitted with the alinity m system as the device for those observations associated with false positive (potential contamination). The customer reported one false positive and three false negative results on the alinity m sars-cov-2 assay. The customer stated that they thought there may have been contamination and that some samples spilled based on a retention bar issue in which some samples, as well as the retention bar, were dislodged from the sample rack. There was no report of exposure or injury to the liquid that was spilled inside the instrument and the customer cleaned it. Sample ID (B)(6) was positive for sars-cov-2 with a cycle number (cn) 33.36. The sample was retested on another alinity m, and the sample was negative. The customer also reported 3 samples that were negative on the first run but after being rerun on the instrument, they were detected with low positive results. Sample ids: (B)(6): negative on first run and was positive on the second run with cn 39.38. (B)(6): negative on first run and was positive on the second run with cn 39.03. (B)(6): negative on first run and was positive on the second run with cn 34.25. The customer stated that the results had been reported to the patients and had affected some of the patients. The customer stated that the effect on the patients was that some were not allowed to come to work or were sent home. The customer explained that this instrument is utilized for employee testing for the laboratory. MDR 3005248192-2022-00932 has also been submitted for the false negative observation described in this ticket.

Manufacturer narrative:
Investigation into this complaint determined it was associated with a previously completed investigation. Engineering evaluation and complaint history review performed as part of the elevated complaint investigation concluded the following: the maximum withdrawal force of a pipette tip from a pierceable cap was less than the average force required to remove a retention bar from the rack. This indicated to the team that if a retention bar is installed incorrectly onto the sample rack, the force to pull a retention bar off a sample rack is less than that to withdraw a pipette tip from a pierceable cap. The issue is not reproducible without a use error occurring while loading the retention bar. All of the reported incidents were from the same three customer sites. · no errors were observed during a site visit to one of the complaint sites and force measurements obtained on the racks on-site averaged 27n (newton), which is ample to retain the bar on the rack. Conclusion: complaint confirmation was based on the frequency of the reported issue within a 2-month timeframe, however retention bar pull-off error was not able to be reproduced without intentionally installing the bar incorrectly (use error). Additionally, as identified via the data review performed as part of the associated alinity m sars cov-2 assay investigation, according to the details provided in the ticket, environmental contamination cannot be ruled out and may be linked to the reported discrepant samples. Contamination could not be confirmed based on the ticket text and on-site troubleshooting as the ticket documents environmental swabbing came back negative and deep cleaning of the instrument was to be performed.